Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a low blood glucose level of 29 mg/dl. The customer became a type one diabetic when a virus attacked her pancreas twenty years ago. The customer had shoulder and stomach surgeries and had to remove the sensor before the sixth day. The customer wanted courtesy sensors sent to her because she inserted her last sensor. The last time the customer was in the emergency room was fourteen months ago since she started using the sensors. The device was not returned.